Event description:
Patient fall onto floor from mizuho osi jackson operating table. Patient was under general anesthesia being prepared for a hip operation. The operative table was slightly tilted to the side and the orthopaedic resident attempted to level out the table using the electronic bed controls hand held module but the table would not move. In attempt to troubleshoot why the table would not respond to the electronic control, he noticed the lighted "rotation lock" button on the support column. He pressed the button to unlock the rotation lock and the table immediately spun resulting in the patient falling to the floor. As the patient was restrained with a black locking buckle safety strap around her thighs, her torso/r thoracic/shoulder and head initially impacted the floor. Both the surgeon and the attending anesthesiologist were immediately called into the room. Pt remained stable with respect to airway and vital signs. Her c-spine was immobilized and she was transferred to a back board and then taken to the CT scanner for immediate imaging of her chest/abd/pelvis, head, cervical, thoracic and lumbar spine. The trauma team was activated. Upon review, a recall notice in 2012 was issued for this product. As both the recall notice, and a simple (B)(6) search, indicate, there are too many incidents of patient falls associated with the usage of this type of table design. Given the plethora of rn, scrub techs, crna, md anesthesiologists, surgeons, and all the trainees that come into contact with and operate the operating room tables, it simply is virtually impossible to ensure that everyone is properly educated and knowledgeable about the unique and intricate operation of this table. Certainly there are some design changes that could be implemented to make the table safer and more intuitive.